Event description:
Several months after implantation a migration of the implant housing down to the level of the audio processor was noticed. Because of pain, the implant housing was repositioned on (B)(6) 2020. After revision surgery affected channels and extra-cochlea channels were observed. The recipient was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient underwent a revision surgery due to pain caused by a implant migration from its intended position. Reportedly after the re-positioning surgery six electrode contacts were found out of cochlea as confirmed with diagnostic imaging, which was most likely caused by device handling during revision surgery. Therefore the concerned device was explanted. The problems described in the recipient report seem to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Several months after implantation the implant housing started to migrate to the level of the audio processor. Because of pain, the implant housing was repositioned on (B)(6) 2020. After surgery affected channels and a migration of the electrode was noticed. Re-implantation is planned.